Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualisation of small particles in the water tank. Patient alleged having headaches, dizziness, cough, suffocation, a choking feeling and a sharp pain in tongue. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.